Manufacturer narrative:
Unit had missing segments/partial display due to moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to missing display segments. Critical pump error (open book image) not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. It was also mentioned that the blood glucose level was 11.0 mmol/dl. No further details were provided. The insulin pump will be replaced. The insulin pump will be returned for analysis.